Event description:
It was reported that after inserting the catheter, leakage occurred from the connection between the catheter and the catheter connector. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a defect at the catheter two-piece connector was confirmed as manufacturing related. The product returned for evaluation was a proximal segment of a 4fr s/l groshong nxt catheter. The returned segment consisted of the assembled proximal and distal two-piece connectors and a small segment of the groshong catheter shaft. Microscopic examination of the connection between the proximal and distal connector revealed residual material within the crevices. The connection appeared tight to visual observation as the locking arms were engaged within the catch slots of the distal connector. The catheter segment was patent to infusion. No leaks were detected at the luer adaptor, two-piece connector, or anywhere else along the length of the returned device when it was hydraulically pressurized. The two pieces of the connector could not be easily disengaged from each other when an axial force was applied at the connection. The proximal connector was cut off of the distal connector to allow for evaluation of the individual components. The taper of the catheter luer adaptor was found to be within specification. The catheter inner diameter, outer diameter and wall thickness met the device specification. The inner compression sleeve met the device specifications for length and wall thickness. When the catch slot widths on the distal connector were measured, one of the catch slots met the device specification. However, the other catch slot was undersized. It was reported that the catheter leaked at the connection. The reported leak at the connector could not be reproduced in the laboratory setting. However, because the catch slot on the distal connector was undersized, which would have occurred during the molding process and which may have been a contributing factor in the reported leak as it would affect the connector assembly process during use, this device was confirmed to contain a manufacturing defect. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn0679 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after inserting the catheter, leakage occurred from the connection between the catheter and the catheter connector. There was no reported patient injury.